Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) intermittent flickering and scrambling was observed on the lower lcd display. There was no patient involvement reported. A getinge field service engineer was dispatched to evaluate the unit. The fse reported that the touchscreen was confirmed to be intermittently flickering and scrambled. The cables connecting the touchscreen to the video generator board and monitor display board were replaced, and the issue has been resolved. Product passed all functional and safety tests per manufacturer specifications. The defective parts will not be returned as they were scrapped.

Manufacturer narrative:
Display artifacts is a failure where the user observes flickering, discoloration, blinking of the display, as well as visible lines and circles. The following components when defective can lead to display artifacts: 12.1 lcd, 12.1 touchscreen, video generator pcba, display grounding cable, video generator to upper display cable the defects to these parts can be caused because of component reliability, pcb reliability, loose or unsecured connections, and em interference.